Event description:
It was reported that the device was implanted and filled with saline; the surgeon was not satisfied with the way the leaflets were coapting. The device was explanted after 10 to 15 minutes.

Manufacturer narrative:
Device not returned.